Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to a firmware related problem following the system upgrade to version 1.11, which caused a failed hardware icon and storage space error on the station. A technical support specialist applied the 10000446258-00 es pmc firmware hotfix no reboot (build 1) package from rss. The package was successfully installed without requiring a reboot. After applying the hotfix, the pharmacist confirmed that the storage space was recovered and the failed hardware icon was no longer displayed. The customer was informed of the resolution and acknowledged the fix. The customer agreed to have the issue verified from their end and to open a new ticket if the problem persisted. The case was kept open for 24 hours and then closed as no further issues occurred. The system functioned as intended after the technical support specialist completed troubleshooting.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets failed after the station upgrade. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.